Manufacturer narrative:
The main component of the system, other applicable components are: product ID: neu_stimloc_acc, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's disease. It was reported the burr hole cover and support clip were unable to lock the lead properly. The device was replaced with a back-up device, and the issue was resolved. No medical symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned stimloc clip passed all functional testing in the laboratory. No anomalies were identified. The returned stimloc clip was tested with a known good cap, base and lead. The cap was able to snap down onto the base and returned clip with the lead inserted. The returned stimloc was tested to determine if the lead met the 0.5 lb. Load retainment specification. A known good lead was installed into the stimloc. A force was applied and the lead did not move. Analysis determined the stimloc met specification. Conclusion code (B)(4) no longer applies, code (B)(4) has replaced it. Result code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.